Event description:
During a breast biopsy that while the physician was attempting to administer lidocaine, the cutter jammed on the probe. They changed probes and attempted to take samples and continued to have problems, they were checking the blue cable, the white dc adapter broke off.